Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap is detached and returned; the fiber is fractured at uv glue zone; the glass cap exhibits devitrification at the output area; the heat shrink tubing exhibits minor scratch marks, and partially erased blue arrow indicator. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure at 7,254 joules of use and 2:42 minutes, fiber tip broken was observed. The fiber tip (cap) was not cleaned during the procedure. The procedure was completed utilizing a second fiber. There was no injury to patient reported.